Event description:
Rn rocking pt in chair. Chair spring broke causing rn and pt to fall to the floor. No pt injury. Rn sustained moderate exacerbation of previous back injury. Two previous occurrences involving broken springs. In 2/93 chair collapsed with adult volunteer and pt, no injuries. In 4/92 chair collapsed with pt only, no injuries.